Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a gastric bypass re-do procedure, the clips were scissored. It is unknown how the procedure was completed. No patient impact reported. No other details of the event were provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.